Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated a power error. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: 220669.

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The expiratory channel pcb (printed circuit board) with the two connected inspiratory and expiratory pressure transducers was replaced together with the expiratory valve coil. The ventilator then passed all functional and safety tests and was cleared for clinical use. No parts were returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the technical error code has not been determined, but a defective expiratory channel pcb may be a contributing factor.